Manufacturer narrative:
The heater-cooler 16-02-82 is similar to heater-cooler 16-02-85 (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during setup. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported error code and replaced the patient bridge to resolve the issue. The unit was tested following the replacement and a functional verification was performed. No further issues were identified and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The replaced part has been requested for return to sorin group (B)(4) for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during setup. There was no patient involvement.